Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection showed the device showed last error code 46507. Functional testing found that the downstream occlusion (dso) sensor was not working. The dso sensor, dso seal, and main board will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette is not recognized correctly. There was no reported patient involvement.